Manufacturer narrative:
The investigation into the pump stop and the hemolysis has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the pump stop and the hemolysis was most likely biomaterial since biomaterial was reported to be observed in the cannula after explant. The failure modes will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with psmartassist system catheter whenever a rise in motor current is seen.¿

Event description:
A 60 year old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported the pump stopped suddenly and it was not possible to restart it. At removal of the pump, biomaterial was found in the cannula and near the inflow area.